Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The call disconnected before any additional information could be provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.